Event description:
It was reported that an asymptomatic patient presented to the clinic as an in-patient (B)(6) 2021 with a single episode of noise on their right atrial lead. No intervention was reported. The patient was stable throughout.